Manufacturer narrative:
The reported event was not duplicated and no failures were confirmed as the product was not available for evaluation. The customer reported that they had discarded the device and that the device was no longer available for evaluation.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility that the cable was causing the handpiece to activate unintentionally. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility, the cable was causing the handpiece to activate unintentionally. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.